Event description:
The customer reported experiencing frequent alarms since initial use of the pump. There was no reported impact to the customer¿s blood glucose level. The customer attempted to resolve the issue by changing site locations after consulting with their healthcare provider, but the problem persisted. Technical support was unable to gather further information as the customer declined troubleshooting, leading to the case being closed.